Event description:
The manufacturer's representative came in to set up the co2 laser before the patient was brought into the or for colposcopy assisted co2 laser of vainii (vaginal intraepithelial neoplasia ii). When the doctor started the procedure, she said there was "something wrong with the equipment." Another colposcope was brought in, but the doctor was not "happy with the laser." However, the intended procedure was completed. A second rep came in after and looked at the laser and said that the handpiece was not properly aligned.